Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that a stroke may have occurred post procedure. A left atrial appendage (laa) closure procedure was performed. It was noted during the implant procedure that the patient had a little bit more tortuous anatomy. A double curve watchman® access system was advanced, but it was noted that the was had kinked. A second attempt was made using an anterior curve was, but this was also became slightly kinked. Another anterior curve was then successfully positioned. A 30mm watchman ® laa closure device and delivery system (wds) was advanced. The closure device was deployed, but was too proximal. The closure device was fully recaptured and removed. A second 30mm wds was then advanced and deployed. This device was released successfully with a complete seal confirmed by transesophageal echocardiogram (tee). The patient's activated clotting time (act) was therapeutic throughout the procedure. The patient was recovering well from the procedure, but they noted that she was not able to speak. A magnetic resonance imaging (MRI) was performed sometime within 24 hours of the procedure. The MRI concluded that a stroke was suspected; however, a computed tomography (CT) scan was also performed and it showed no infarction. It was noted that when the patient was admitted they were aware of a mass on the speech center of her brain. There were no interventions performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient made a full recovery of the symptoms related to the stroke. However, the patient experienced a late asymptomatic pericardial effusion (pe), which occurred after discharge and before the 45 day follow-up tee. The pe was treated with a pericardial tap. The patient recovered fully and was discharged from the hospital. The physician stated that the patient was diagnosed with dressler syndrome which may have caused the pe.